Event description:
During an in clinic follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. Abbott technical support was contacted and suspected the event to be due to encapsulation. The alarm for high defibrillation impedance was programmed to off to resolve the event and the patient was in stable condition.